Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted couldn't duplicate customer stated problem. Replaced rear case,rt iui,wiper seal. Calibrated and p.m.-ed unit. A review of the device history record showed the device had a manufacture date of 01/03/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui. CAPA # 1604765 for rear case. CAPA # fi-2017-0015 for gripper.

Event description:
It was reported that the device had a syringe that was not delivering accurately. No patient involvement.

Event description:
It was reported that the device had a syringe that was not delivering accurately. No patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 01/03/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a syringe that was not delivering accurately. No patient involvement.